Event description:
The service report shows the customer reported that the 840 ventilator was inoperable. The failure happened when the device was not used on a patient. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the exhalation flow sensor, exhalation cable harness and the oxygen (02) sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).